Manufacturer narrative:
Corrected data: b5: upon evaluation of the returned device, it was confirmed that the blade tip was not broken and this is not a reportable event. Additional narrative: h6: the quality investigation is complete.

Event description:
It was reported that during a right total knee arthroplasty procedure, the blade broke. It was further reported that the broken pieces were successfully removed from the patient and there was a five minute delay as a result of this event. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully. It was subsequently determined based on the evaluation of the returned device that the blade did not break, the cartridge split open at the side welds.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text: device not returned.

Event description:
It was reported that during a right total knee arthroplasty procedure, the blade broke. It was further reported that the broken pieces were successfully removed from the patient and there was a five minute delay as a result of this event. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a right total knee arthroplasty procedure, the blade broke. It was further reported that the broken pieces were successfully removed from the patient and there was a five minute delay as a result of this event. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.